Event description:
It was reported that the pt underwent total knee replacement in 1999. In 2005, the pt's knee was revised due to osteolysis forming at medical screw tip.

Event description:
It is reported that the patient underwent total knee replacement on in 06/1999. In 03/2005, the patient's knee was revised due to osteolysis forming at medial screw tip.